Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected battery out limit noted. No button error alarm noted. The insulin pump had cracked case at display window corner and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed battery-out limit. The customer was assisted with troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that multiple battery out limit alarm were received when battery were out of the pump for less than one minute. The customer had new battery and was advised to insert and ensure that the battery cap was securely fastened. The insulin pump alarmed battery out limit. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.